Event description:
It was further reported that cardiac chest pain occurred.

Event description:
It was further reported that in (B)(6) 2010, the subject presented with substernal chest discomfort and pain in the left arm associated with diaphoresis and was diagnosed with q-wave non st elevation myocardial infarction (killip classification: I). Cardiac catheterization was recommended. In (B)(6) 2013, the subject presented with left sided chest pain associated with tingling in the left arm and was hospitalized on the next day. Cardiac catheterization was recommended. On the second day, 90% focal in-stent restenosis of the study stent placed in mid left anterior descending artery was treated with balloon angioplasty, resulting in 0% residual stenosis. The event was considered as resolved without residual effects and the subject was discharged on aspirin and prasugrel on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post percutaneous coronary intervention procedure, stent restenosis occurred. In (B)(6) 2010, the subject was diagnosed with non st elevation myocardial infarction (killip classification- I). Cardiac catheterization was recommended. The index procedure was performed and the subject was enrolled into the taxus liberte study. Target lesion was located in the mid left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. Target lesion was treated with pre dilatation and placement of a 2.75 x 20 mm taxus liberte study stent. Following post-dilatation, the residual stenosis was 0%. On the next day, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject was diagnosed with stent restenosis in mid-left anterior descending coronary artery and was hospitalized on same day. Target vessel revascularization was performed. On the second day, the event was considered as resolved without residual effects. On the eighth day after discharged, the subject was diagnosed with rectal cancer. At the time of reporting, the outcome of the event was considered as recovering/resolving.

Manufacturer narrative:
(B)(4).